Manufacturer narrative:
(B)(4). Upon receipt the "t" connector was visually inspected for any signs of misuse/abuse/damage. The "t" connector is broken. The complaint has been confirmed. A DHR review could not be conducted since the lot number was not provided. The fracture and crack marks on the female receiver of this "t" connector are indicative of excessive force being used to either connect or disconnect something to the "t" connector. The detached extension, once positioned into place at manufacturing, is ultrasonically welded. Ultrasonic welding is a form of surface vibration welding which bonds materials (plastics) at the matching interfaces and provides joint security. However, if enough force is applied to the joint, the weld will break loose. Based on the observed damage, operational context caused or contributed to this event. Teleflex will continue to monitor for this complaint description.

Event description:
Customer complaint alleges the "connector is coming unglued from the circuit(captured in MDR 3004365956-2017-00320), and is also showing signs of cracking. Alleged defect reported as detected during use. It was reported there was no injury or consequence to the patient.